Manufacturer narrative:
Correction: device manufacturing date now provided. The gantry motion controller was received by the manufacturer for evaluation. Conclusion not yet available as evaluation is still in progress.

Manufacturer narrative:
The gantry motion controller for the imaging system was returned to the manufacturer for evaluation. Testing found that motion calibration could not be completed.

Manufacturer narrative:
The groove rollers were returned. Analysis confirmed that they were physically worn and failed visual testing.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the rotor moves in the clockwise direction. Will not allow door to close. Replaced gantry motion controller and 1 v-groove roller on gantry rotate assembly. Replaced gantry motion controller an one v-grove roller. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system door would not close. There was no patient present when this issue was identified. No additional details were provided.